Event description:
It was reported on (B)(6) 2012 that the patient experienced redness and tenderness at the implant site since implantation. The patient could barely touch the implantable neurostimulator (ins) site and she could not lay on her right side. The patient reported that the physician had stated that everything was ok with the ins site a month before when the patient asked about it. The patient's cardiologist told her that day that something was wrong upon looking at the ins site. The patient's gynecologist had also told her that something was wrong regarding the ins site. The patient reported never having therapeutic effect. The patient had tried all 4 programs. The patient was at 0.5 v or 0.8 v at the time. Approximately two weeks later, the day of report, it was reported that the patient had a shocking or jolting sensation. The patient stated it was not a constant shocking. Acute pain was reported as a symptom. The patient had tried leaving stimulation off since approximately two weeks earlier. The patient did not have shocking during the time it was off, but once she turned the device back on, the shocking or strong pulses returned. The pain was occurring from the lead to the urethra. The patient stated that she had to put pressure on her urethra when stimulation was on to "stop the gushing at night." The patient's symptoms returned when her device was turned off, and the patient stated that the device did help her issues with bladder control. The patient reported that she knocked herself out with an electrical stapler about two weeks prior (about (B)(6) 2012). At the time of report, the patient stated that she was uneasy, and that she was unable to walk straight. The patient again reported pain at the pocket site, but wasn't sure if the site was still red. The patient stated that it felt swollen and thought that the lead wire was protruding out. The patient experienced shocking with all 4 programs. The patient had not tried turning the stimulation down, but she was at 0.4 v. The patient did not feel shocking at the time. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received on (B)(6) 2012 reported that the patient was scheduled for device removal on (B)(6) 2012. The patient's lead wire was "coiled up" and looked like it had been protruding out since day one of its implantation. The patient felt pain at the pocket of her implantable neurostimulator (ins), so severe that she was not able to put weight on her right leg and walk. It was noted that no imaging had been performed and the patient's stimulation had been off for at least one month. Additional information received two days later reported that the patient felt jolts and shocks from her ins when its stimulation was on. The patient felt mild pain whilst sitting. It was clarified that the stimulation had been off for the 3 weeks previous. The patient had felt pain for the 1.5 weeks previous; the patient was still not able to put any weight on her right leg. Patient outcome was not provided. If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# v913870, implanted: (B)(6) 2012, product type lead; (B)(4).